Event description:
On 4/17/96 an aus device was implanted. On 4/22/96 the cuff and pump were removed. On 6/17/96 the cuff and pump were reimplanted. On 2/5/97 the cuff was removed. On 2/20/97 the pump and balloon were removed from the patient due to infection.